Event description:
Caller states that he tested at 190mg/dl or in ghe 200's mg/dl and took units of 75/24 insulin. He states that within a couple of minutes he felt shakey and tested on an additional device at 53mg/dl. He reports this his wife gave him sweets until felt better. No more tests were performed on this device. No medical treatment sought. No quality controls were used. Rquested return of suspect device and replacement was sent.